Event description:
It was reported by the aci sales professional that a male pt underwent diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral artery. A pre-procedure femoral angiogram revealed the vessel size to be approximately 5 mm. The sales professional reported that he was present for the procedure. Following the procedure, the deployer who was in training with the mynx device, used the mynxgrip vascular closure device 6f/7f for femoral closure. It was reported that during device prep the deployer was testing the balloon and kept pushing too hard and all the saline went out of the syringe. The sales professional asked the deployer to refill the syringe, and when the device was put into the pt's body, the balloon would not stay inflated and the inflation indicator would not stay up. The device was removed and a second device was used. Hemostasis was successfully achieved with the second mynx device. The pt was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 3 mm from balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been from the rapid impulsive inflation. If pressure was applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon. Based on the info provided and the investigation performed, the probable root cause of the tear may have been from rapid impulsive inflation by the user. The review of the lhr (f1208002) indicated that the device lot met all established performance criteria prior to shipment.